Event description:
It was reported that the patient passed away. The target lesion was located in the left anterior descending artery. A 1.25mm rotalink burr and a rotawire were selected for use. During procedure, the burr got stuck in the artery and the patient passed away. The physician stated it was procedural related and the patient was very fragile.